Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524 implantable pacing lead 1992 (B)(6). (B)(4).

Event description:
It was reported that during an implant procedure, the new device measured high impedance on the chronic right ventricular lead and there was loss of capture during the lead impedance test. When the test completed, sometime undefined resistance was measured or intermittent loss of capture noted, however, pacing resumed normally. The chronic lead had functioned normally with the old device and tested well through the analyzer. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.